Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result on a pt. (B)(6) 2011: I-stat time: 10:45, result: 0.09, I-stat 10:59, 0.05 same sample, vista (lab) unk, 0.14. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).